Event description:
Meter name: one touch basic original. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: tired and sweaty. A pt reported they were not able to get a blood reading. Their meter allegedly would not power on. Not able to get a result on their meter. Meter was not compared to any other equipment. There was no treatment. No further info has been reported.